Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019: rep: information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the health care professional replaced the ins and impedance was seen however now the patient had a motor response on all electrodes. The decision was made to accept this response. No further complications were noted or anticipated see already reported event (B)(4), high impedance.